Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 77-year-old male underwent high-risk percutaneous coronary intervention (hrpci) supported with an impella cp inserted via percutaneous right femoral arterial access. During the procedure, extensive bleeding was noted around the impella sheath, with a corresponding hemoglobin decrease from 15.9 to 14.4. The patient remained hemodynamically stable, alert and oriented, and was supported with dopamine. The introducer was reported to have a split noted at the tip and was identified as damaged; the device was removed. The patient survived the procedure. A definitive root cause cannot be established at this time; further evaluation of the returned product is pending. The patient survived.